Manufacturer narrative:
Investigation results: we did receive the meniscal component in contaminated condition for investigation. It was decontaminated according to internal standards. The gliding surface has been analyzed visually and microscopically. Strong delamination can be found on the upper side of the meniscal component. The right condyle (medial) shows a stronger delamination than the left condyle (lateral). Effects of the delamination can also be detected on the ventral and dorsal side of the meniscal component. Discoloration can be found on the bottom side. Furthermore partial damage can be found ventrally, coming most likely from the revision surgery. X-ray pictures were provided. According to the provided information, they were taken after the revision surgery. Both pictures indicate that the femur component is not perpendicular to the mechanical axis (valgus alignment). This may have contributed to an overload situation. The failure is most probably usage/patient related. Based on the investigation, there is no indication for a material defect or manufacturing failure. Most likely the loading situation led to higher forces on the meniscal component over a longer period of time which finally resulted in the strong delamination. It can not be determined if these overload situation existed right after the primary surgery (implantation situation) or if it developed in the course of the time e.g. Due to bony changes or the patient behavior. The current failure rate is within the risk analysis and therefore acceptable. A CAPA is not necessary.

Event description:
It was reported that there was an issue with a columbus gliding surface. The following information was provided by the subsidiary: "the patient was happy with the knee until two years ago; no accident or incident is believed to have occurred. The poly has delaminated and therefore needs investigating. During the revision operation: femur (size unknown) and tibial components were firmly cemented in place. Pcl was not intact and could not be seen at all. The gliding surface was extracted and replaced." Implantation period was approx. 12 years on the basis of provided information. The exact date of explantation and implantation is not known. The adverse event is filed under aag reference (B)(4). Involved components: nn078k - columbus cr/ps tib.plateau cemented t4+ - batch: unknown.